Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs), alleging that the onetouch ultra meter is giving an unknown error message. This complaint is classified according to the documentation of the customer care advocate. The patient manages her diabetes with adjustable insulin. The patient reportedly began to experience the reported issue on (B)(6) 2013 at 11:10 pm. Subsequently, the patient claimed she had symptoms described as ¿shakiness and low blood sugar¿ the following day, (B)(6), 2013. The patient was able to manage her diabetes with orange juice and peanut butter on (B)(6) 2013. There was no report of any further required treatment or hcp medical intervention at the time of concern. During troubleshooting, the error message was resolved with training. This complaint is being reported because the patient claimed she had symptoms suggestive of hypoglycemia after the error message began.